Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 54/48 code n.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: the patient is pursuing a product liability claim arising out of the use of an unknown zimmer biomet hip implant. We have no other information about this claim. Review of received data: there are several attorney letters available. No specific information about event detail or product information available. The last mail we received describes that the patient died. It is also reported in that mail that the death has no correlation to zimmer biomet devices. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither reference number or lot number, x-rays, operative notes, office visit notes, nor devices or photos of the implants were received; therefore the condition of the components is unknown. No further information provided about the event detail. The event is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis . However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary: neither reference number or lot number, x-rays, operative notes, office visit notes, nor devices or photos of the implants were received; therefore the condition of the components is unknown. No further information provided about the event detail. It is unknown what the event is. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis . The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the patient was implanted an unknown (B)(4) hip component on (B)(6) 2007. The patient raised a product liability claim arising out of the use of this hip implant due to unknown reasons. It was reported meanwhile that the patient died on (B)(6) 2015, which is not related to the claim or the implant. Note: since the occurrence date is unknown, the awareness date was taken as occurrence date.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown winterthur hip component on an unknown date. The patient raised a product liability claim arising out of the use of this hip implant due to unknown reasons. It was reported meanwhile that the patient died on (B)(6) 2015, which is not related to the claim or the implant.